Event description:
Reportedly during follow-ups, the programmer screen became black, then lines, colours and flashing lights appeared.

Manufacturer narrative:
Expertise of the returned programmer revealed that the reported display issue was due to a damaged cable. The flat cable (also called screen flex cable) which connects the video board to the carrier board of the programmer was worn out. The programmer followed the normal workflow of repair, including a replacement of the screen flex cable, and was sent back to the field.

Event description:
Reportedly during follow-ups, the programmer screen became black, then lines, colours and flashing lights appeared.